Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping and the patient went to the clinic to determine the issue. At the clinic it was found that the battery had declared the explant indicator, when the battery had 1 and a half years remaining, 3 months ago. Data analysis confirmed that the device behavior was consistent with the low voltage capacitor issue. The ICD was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
This product has been returned and device evaluation was completed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.